Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03568. It is unknown which lead was explanted therefor we are reporting both leads as explanted. It was reported the patient was not receiving effective stimulation coverage. Lead diagnostics showed multiple high impedances on one lead and the other lead had migrated. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the physician removed the lead with high impedances and relocated the other lead to the targeted pain area. The patient is now receiving effective stimulation coverage.